Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle popped off the suture while going through the tissue. Another suture was used to complete the procedure.